Event description:
The nurse gave the patient a shot with the bd safety glide insulin syringe. The safety device was not activated. The top of the safety device slid off the tip of the needle and stuck the nurse in the left index finger when the nurse was placing needle in sharps bucket after use. The nurse was evaluated at employee health for exposure to blood born pathogens. No injury noted.